Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during transfusion and resuscitation of a trauma patient, there was a leak in the tubing. The leak caused a waste of blood product and a delay in the treatment of hypovolemia in a polytrauma patient and a breakdown of aseptic procedure. The customer reported no further consequences in relation to this event.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
D9 - date returned to manufacturer: 28 feb 2025. One device was returned for investigation in used but good condition. Visual inspection was completed where no visible damages or anomalies were found. Functional testing was then completed where the device was leak tested using a hydrostatic pressure pump. The heat exchange assembly and infusate path were isolated during the leak testing and a leak was observed at the bottom junction of the infusate line from the heat exchanger. Upon further inspection, the leak was observed at the junction of the tubing. The root cause of the leak was due to insufficient coverage at the junction of the tubing. A device history review found no non-conformites during the manufacturing of the reported lot number.